Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary 3.1 and 3.2 was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 3.1 had failed and was not detected on the bus. The drawer was tested in hardware test application and was greyed out and the station was powered off, and all cables and connections were checked to ensure they were secure. A field service engineer restarted the station, and all tests passed. No further issues were found. The system functioned as intended after the field service engineer repaired the device.